Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 322 mg/dl with trace ketones. The user addressed bg level with a manual injection and the ketone level by drinking water. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. The user reported that the pump would continue to be used for insulin therapy.